Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA (510k) #: k011245, k002188.

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth location # 30.

Manufacturer narrative:
One impl tapered sp 3.7mm 10m m octagon (spb10) and mount were returned for investigation. Visual evaluation of the as returned product identified some signs of usage due to stuck mount. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Pre-existing condition was noted on the per was patient with low bone density of type iii. The implant had been placed on tooth #30 (universal) and removed the same day. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019061510. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019061510) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.